Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned device consisted of an emerge balloon catheter. The balloon was folded loosely. There was fluid in the balloon and inflation lumen (shaft). The tip, balloon, and proximal bond were microscopically inspected. Inspection revealed a burst in the balloon material, 8 mm in length. Inspection of the remainder of the device presented no additional damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 15dec2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.00mm x 20mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.